Event description:
According to the available information, the device was explanted and replaced due to a leak.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the device was explanted and replaced due to a leak.

Manufacturer narrative:
The record shows that a device was received in veeva; however, physical product was missing from the returned packaging, noted during the prep stage for evaluation. If product is received, the complaint will be reopened and updated based on upon evaluation. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.